Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive and cine bridge circuit board with new one and reformatted the cine drive. The system operates as intended.

Event description:
The customer reported "problem with the cine option." There is no report of injury or death associated with the event described in this complainant.